Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room and eventually got hospitalized on (B)(6) 2021 due to hypoglycemia. The blood glucose was 26 mg/dl at the time of hospitalization. No further information available.